Event description:
The memory module report shows more captured equipment alarms than the parents recall hearing. No death or serious injury was reported in association with this alleged malfunction. Co tested the monitor and was unable to reproduce the malfunction. The monitor alarms performed exactly as intended per spec.